Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The r608 is faulty. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device does not start up with battery or ac with the battery indicator shows green. The customer reported motor fault and 24 volt supply too low in the events log. The customer reported there is no patient involvement associated with the event.